Manufacturer narrative:
Product analysis: analysis was unable to confirm the stated reason for return that the system did not run, that following power-up it just went to a black screen, the programmer was working, it started/booted up normally and no black screen was observed during the entire incoming test. It was noted that the programmer had an old stylus type and it was not working anymore, that the floppy drive was making noises but appeared to be working correctly, that the cooling fan was noisy, the printer did not work anymore and errors were noted in the software history test. The stylus, floppy drive, cooling fan and printer were replaced, the touch screen was calibrated, new software was installed and the device was cleaned. It then passed its electrical safety test as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered on to a black screen and the system could not run. The programmer has been returned to service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.